Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11320. Model: 17850305. Serial: (B)(6). Batch: 17850305. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and increased numbness on the legs. It was also noted that the patient linear spinal cord stimulator (scs) lead had high impedance. The patient underwent a procedure wherein the lead and the ipg were explanted and that the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.